Event description:
The customer called to report that he was treated for high blood glucose levels by his health care professional. The health care professional requested a replacement insulin pump. The reported blood glucose reading was 496 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.